Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulation system was recently revised. About 1 month later, the device was in power-on-reset condition. The recharge antenna had stopped working much earlier. The power on reset was cleared with the pt programmer. The pt was not able to feel stimulation sensation when the device was turned back on, even when the therapy amplitude was increased. With increased amplitude the pt felt stimulation in another location. An x-ray was done which indicated a lead migration at the cervical spine. A second revision was done to explant and replace the lead. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.